Event description:
I believe to have what is called bii, I have been to multiple surgeons. I was told I have also now capsular contracture. And they said my symptoms do relate to bii joint pain, fatigue, heart and chest pain, and much more. FDA safety report ID# (B)(4).